Event description:
On 7/22/93 at approx. 1 p.m. Or assistant director was notified by attending surgeon to review the or record on patient. He said she was 3 weeks post-op and her CT had shown a foreign object. After reviewing the record and discussing it with attending physician, both of our viscera retainers were taken to radiology to be compared to the CT. They are both radiopaque. Because there is a question, she will be readmitted today. X-ray of abdomen at time of admission on 7/23/92 was negative. Patient scheduled for exploratory lap. At time of surgery, surgifish was removed.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: other. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.